Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00524. It was reported that one lead had fractured and subsequently migrated to t3-t4 and the other lead had migrated to t10. Surgical intervention may be undertaken to address these issues.